Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown/4 months old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: neonates and infants requiring life-long cardiac pacing: how reliable are epicardial leads through childhood? International journal of cardiology. 2019; 297:43-48. Doi: 10.1016/j.ijcard.2019.10.008. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the reliability of epicardial leads throughout childhood when implanted in neonates and infants. It was reported that the right atrial (ra) leads exhibited an increase in impedance whereas the right ventricular (rv) lead exhibited a decrease in impedance. Lead intervention was necessary due to lead dislodgement, fracture, loss of sensing or inappropriate sensing of myopotential signals of skeletal muscles. One patient in the study experienced a pocket infection. Laboratory results indicated the infection bacteria was identified as (B)(6). The patient was treated with antibiotics to no avail and the pacing system was subsequently explanted. No further patient complications have been reported as a result of this event.